Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left superior femoral artery. A 1.5mmx20mmx143cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.